Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient noticed an unusually strong smell of insulin and assumed that the insulin cartridge was leaky resulting in elevated blood glucose levels. After 1 to 2 hours using a new insulin cartridge, the user noticed a smell of insulin and rising blood glucose values. The patient is blind.